Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The revision was confirmed to have occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. As these parts were removed in a revision, the complaints is considered confirmed. It was reported that the reason for the revision was due to heterotopic bone formation. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: unknown biomet microfixation screws catalog #: ni, lot #: ni. Initial reporter also sent report to FDA: the user facility is foreign; therefore a facility medwatch report will not be available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is a revision planned for the patient due to heterotopic bone growth. Attempts have been made and no further information has been provided.